Event description:
Anesthesia went to remove the fem catheter on the pt recovering from surgery -total knee-. He noticed the on iflow continuous nerve block system on q bulb was completely full and the pt received little or no medication. Initially it was believed the problem was with the bulb, however, on closer inspection, it appears the catheter has an area where it appears to have been kinked. The physician was not able to tell if it was below the skin or not. This new catheter appears prone to this on inspection. As far as the on q, there is no way to detect an occlusion with this device outside of post surgical surveillance. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: nerve block.